Manufacturer narrative:
Sample investigation: customer returned 1 sample, the unit was open. There was blood leakage on the internal needle cover. The catheter was examined under microscope, an ¿l¿ cut was found on the catheter. Injected simulated plasma into the catheter and leaking was found on the cut. During the assembly process, operators inspect for leakage testing, if the device leaks it will be rejected. The whole assembly process won¿t break the catheter. We are unsure if this is related to the (B)(4). A review of the device history record revealed no irregularities during the manufacture of the reported lot # 710319. Confirmed: bd was able to confirm/ reproduce the incident in question. The product was not within specification. A cut was found on the catheter end, leak tests are performed during the assembly line process. The product is manually assembled. However, the catheter may have been damaged in other assembly processes. We are unsure whether is related to the (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that immediately after placement, blood leaked from the connection of the catheter of a bd insight-a ¿ catheter 22g x 1.16in during/post use. There was no report of injury or medical intervention.